Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead with stylet inserted was returned in one piece with the helix retracted, and no blood/tissue noted inside the helix housing. Visual test, electrical testing and x-ray examination of the helix mechanism found no anomalies. The helix could be extended and retracted with the helix extension length measured within specification.

Event description:
It was reported that the patient presented in clinic for an initial implant procedure. During procedure it was noted that the right-atrial (ra) lead helix failed to retract. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.